Manufacturer narrative:
This report is for the second device. The device was evaluated and found to be within specification.

Event description:
It was reported that a patient received two osseospeed tx dental implants with good distance to the nerve according to the doctor. Three days later the patient complained about hypoesthesia and five days later the problems became worse (tongue and lower lip). One implant was removed after five days but there was no improvement and subsequently the implant in was also removed. Both were explanted due to suspicion of problems from the nerve channel caused by an "anomaly from nerve channel". The patient has not been at the doctor's office since then, however the patient's current status was checked via a phone call. The patient stated that the tongue is completely fine, but that there is still a bit of hypoesthesia on a third of the lip.